Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient got a reading of 56 mg/dl on her dexcom cgm app and she start to sweat and got disoriented. She started to eat some honey stick then her son heard the dexcom app alarming and the found her unconscious on the couch. Her son gave her maple syrup then her father drove her to the emergency room. The nurse took a fingerstick reading and got a 67 mg/dl and she was treated with glucose IV and was diagnosed with hypoglycemia. She stayed at the hospital until (B)(6) 2025. Pt's condition is currently fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-228091 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. There is no indication that the dexcom device contributed to the patient¿s loss of consciousness. The patient reported that her dexcom consistently provided accurate glucose readings and issued timely alerts and warnings. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.